Event description:
The tech alleged that the bed had no trendelenburg or reverse trendelenburg functions. No pt impact.

Manufacturer narrative:
The technician replaced the trendelenburg and reverse trendelenburg gas springs to resolve the issue.